Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient started using the device due to urinary retention since (B)(6) 2018. Postoperatively of the implant, the position of the stimulator appeared suppurate and had been exposed to the outside. The stimulator was explanted, and the patient was repairing the wound and waiting for the second time to replace the stimulator. The cause of the issue was unknown. It was noted that the patient was in the hospital to recuperate the wound. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the wound had been resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found insignificant anomalies; it was noted the ins setscrew had been backed out too far. If information is provided in the future, a supplemental report will be issued.